Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device expiration date: 2024-08-31. D.4. Medical device lot #: 9282205. H.4. Device manufacture date: 2019-10-23.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked. This was discovered during use. The following information was provided by the initial reporter: in the process of using the product, the user found that the outside of a circle of silica gel fractured and leaked.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked. This was discovered during use. The following information was provided by the initial reporter: in the process of using the product, the user found that the outside of a circle of silica gel fractured and leaked.